Event description:
A falsely elevated troponin I result of 2.00 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a result of 0.06 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was conjugate splash due to wash probe misalignment.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash due to wash probe misalignment. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is performing within specifications.